Manufacturer narrative:
The threaded extension was detached from the screw head. The screw head is distorted on one side. This type of failure is probably due to a high bending stress applied on the threaded extension during the tightening of the nut. Normally, the crimping of the screw head has to resist to a bending stress much higher than the stress needed to tighten the nut. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. The results of the tests performed on the device during its manufacturing comply with the requirements. We consider this to be an isolated crimping defect because only this case of breakage was reported from 2012.

Event description:
The threaded extension had detached from the screw during the initial surgery. The surgeon had detected this breakage but had decided to leave the screw and increase its construction with an additional level. The broken screw was removed during the ablation of system 6 months later.